Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters for x rate limit on (B)(6) 2011. Patient alert for device circuit error on (B)(6) 2011. Device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device had power on reset (por). It was also noted that the patient heard the patient alert and there was no wireless telemetry with device. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had power on reset (por). The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.